Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie not recognized in drawer 2.2 row a, position 5. A field service engineer (fse) inspected the retractor bands and row board cables. Heavy damage marks were identified on the elbows of drawers 2.1 and 2.2, and both elbows were replaced. However, the cubie still did not appear after reboot. Evidence of a liquid spill down the front of the machine was then observed, and with customer approval, the cubie tray in row a was replaced. Upon tray removal, clear signs of liquid contamination were visible, and the area was thoroughly cleaned before installing the new tray. The device was rebooted to allow firmware updates, after which hardware test application (hta) verification was completed, and the cubie was successfully reinserted and recognized. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was not recognized. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.